Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2023, the patient's wife reported that the infusion set's tubing was kinked due to which her husband's blood glucose level raised therefore, on (B)(6) 2023 at 19:00 hours, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 1100 mg/dl. The patient also felt sick/unwell and was confused. During hospitalization, the patient was treated with insulin drip given intravenously. He was admitted in the hospital for 6 days and currently his blood glucose level was normal. No further information was available.